Manufacturer narrative:
Two direct factors are involved in this incident. The service representative should not have asked the customer to remove an external side panel. This is against candela corporation policies. The internal protective hv shield had been re-installed improperly in a prior service call. This is believed to be an isolated incident.

Event description:
The operator of the laser was in contact by phone with a service representative attempting to diagnose a problem with the dermatology laser system. The service representative asked the doctor to remove the right side cover of the laser and observe the connections on the high voltage chokes. The laser was still powered "on." After the side panel was removed there is an internal protective lexon shield covering the high voltage section. In this case the lexon shield had not been re-installed properly from a prior service call. This resulted in a partial opening providing access to high voltage. The doctor unexpectedly put her hand through the opening in an attempt to test the tightness of the connections. The doctor came in contact with the high voltage and sustained burns on three fingers on the left hand, left forearm and elbow.